Event description:
Healthcare professional reported right-side "rupture". Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side "rupture". Device was explanted and replaced.

Event description:
Healthcare professional reported right-side "rupture". Device was explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 30jul2024.